Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported that she had a sudden loss or change of therapy in (B)(6) 2015. She had to go to the bathroom quite a bit and was peeing on herself. She was not able to use her programmer to troubleshoot because she saw a poor communication screen. She did not use an antenna and placed the programmer directly over the implantable neurostimulator (ins) on her skin, but could not sync. There was no telemetry and new batteries did not help. The patient got her replacement programmer, but it would not communicate with her ins. She intended to follow-up with her healthcare provider (hcp). The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor. No interventions or further action were reported. The cause of the sudden loss of therapy and the inability to communication was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Event description:
It was later reported by the patient that the replacement of the programmer did not resolve the loss of therapy. The patient was having a new battery put in them on (B)(6) 2016 per manufacturer representative.